Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in austria that during an unknown surgery on (B)(6) 2022, it was observed that the coolpulse 90 electrode with hand controls device broke. All fragments were removed. The procedure was completed without adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the coolpulse 90 electrode with hand controls was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual inspection of the device revealed that it was not received in its original packaging the electrode tip shows signs of activation. The suction tube shows saline residues. The electrode shaft protector appears to be damaged on the distal part of the device. Finally, handle, buttons, cable and plug did not show any signs of damage. The electrode was connected to a vapr vue generator and all correct default settings were made available; also, it was recognized without any error. The generator was set to maximum power for ablation and coagulation modes and activated in saline solution successfully indicating that the device was fit for function at the time of use. The electrode was tested several times with the buttons and foot pedal to ensure continuity of function; as a result, no anomalies were found during the functional test. For the suction and electrical testing, the electrode will be sent to the manufacturer for further evaluation. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and tissue debris around the active tip. Small degree of residue visible in the suction tube. Shaft heat shrink damaged at distal end. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; all the functions pass the test. Manufacturer summary: the customer report stated that the vapr cool pulse 90 broke during surgery. It is not clear from this statement what the issue was experienced by the surgeon. The device successfully passed all the electrical and functional tests. The visual inspection did note that the heat shrink was damaged at the distal end with a section missing. The reason for the damage is not known. The electrode heat shrink at the distal end of the device has been damaged. From the limited event information received we can only assume that the customer is referring to this part of the electrode which 'broke' during surgery as no other electrode damage was observed during the investigation. No manufacturing defect was found with the returned device, with the device passing both electrical and functional testing and meeting the manufacturing specifications. Based on the information received and the heat shrink damage seen we have determined the likely cause of the probable reported defect to be excessive mechanical force during use therefore no further investigation is recommended. The failure mode seen is considered to be in line with the expected outcome and frequency rate detailed in systems risk assessment document, 892007 (ra risk matrix line 1280 applies - user error, outcome - increased procedure time - patient under anesthetic extended period of time, severity - minor, probability - occasional). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. A DHR review has been performed for the complaint device lot numbers u2202157; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.